Event description:
The customer called to report an alarm, a blank display and moisture underneath the screen. Troubleshooting was performed, but the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the alarm due to the blank display.